Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "plastic melting on plastic at distal tip." The instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported during central processing, there was melted plastic on the distal tip of a maryland bipolar forceps instrument. No patient was involved with the complaint. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information about the complaint: when they received the instrument in central processing, it was already damaged he explained the damage looked like a small melted crater. Intuitive surgical, inc. (Isi) contacted the robotics coordinator, but she was not able to trace the instrument back to a procedure. She doesn't know if this issue occurred during the procedure or during transit to the sterile processing unit. She had no patient information to share.